Manufacturer narrative:
There was no button error alarm. Intermittent button response was due to moisture damaged keypad trace. The pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call of button error on customer's insulin pump. The customer's blood glucose at the time was 476mg/dl. The customer states the esc button is unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.